Event description:
It was reported that "the catheter was used for gallstone removal, but the balloon ruptured during use." There is concern that a balloon fragment remained inside the patient body.

Manufacturer narrative:
Evaluation summary: only the catheter was returned. Customer report was confirmed. The balloon was found to be ruptured in the central area of the latex and latex was missing. Both proximal and distal windings are in good condition.